Event description:
It was reported that prior to use, when the customer connected the cardiosave intra-aortic balloon pump (iabp) to ac power, the fuse at the facility triggered and then the iabp unit generated an alarm. It was observed that the batteries were no longer charging and the iabp unit no longer was receiving power when it was plugged into ac power. There was no patient involved and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power-up when plugged in and the batteries will not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter & event site telephone), g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The mains cable was checked and found to be good. The power supply was found to be defective and replaced. The fse completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power-up when plugged in, and the batteries will not charge. There was no patient involvement, and no adverse event reported.